Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a cartridge had a split at the end. There was no patient impact and the procedure was completed with a different cartridge.

Manufacturer narrative:
Additional information provided in device evaluated by MFR, event problem and evaluation codes and additional narrative. Product evaluation: the cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The tip is heavily stressed and split along the right side. The cartridge shows evidence of being placed into a handpiece. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified lens model and non-qualified viscoelastic. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported tip damage was observed. The root cause of the complaint is most likely related to a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. An inadequate amount of viscoelastic was also observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).